Manufacturer narrative:
Tracking #.56556. Date sent: 11/07/1998. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported that acdh33 was used during an unknown procedure. It was reported by the affiliate that there was an incomplete staple line. There was no consequence to the patient.